Event description:
During a review of the FDA maude database, report number 2017865-2012-00061 was found that alleged the involvement of a spectranetics product in a reportable event. Multiple attempts to obtain additional information were made, but no further information was forthcoming. The initial MDR report was received by the FDA from (B)(4) medical on (B)(4) 2012. The report summary states: "low impedance was reported. X-ray revealed that part of the lead was split. During an attempt to explant the lead with laser sheath extraction (spectranetics), the patient's blood pressure dropped and a pericardial effusion was noted. It was decided to open the chest. The rupture was repaired and the lead was capped. The patient was sent to ICU."